Event description:
It was reported that the unit pulled from pool to be turned into training units per service engineer that the unit runs continuously when the rf sensor is plugged in.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2022. Only event year known: 2021. Other. Device was used by service center. Investigation summary: per service manual operational and diagnostic analysis confirmed the unit continuously runs. The pcb assembly was replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.